Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was skin lesions under arctic gel pads. No medical intervention was reported. As per follow up via ibc on 21jun2022, skin lesions were treated with cutimed. As per follow up via ibc on 22jun2022, cutimed was otc drug.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was skin lesions under arctic gel pads. No medical intervention was reported. As per follow up via ibc on 21jun2022, skin lesions were treated with cutimed. As per follow up via ibc on 22jun2022, cutimed was otc drug.